Manufacturer narrative:
Additional narrative: (B)(6). A manufacturing evaluation was completed: the screw was received broken. The review of the device history records showed that there were no issues during the manufacturing of the products that would contribute to this complaint condition. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The screw could not resist the applied force which finally led to the material overload / fatigue failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that five months after surgery the (lcp-df) locking compression plates distal femur is broken. It was also reported that two screws were broken. There was no report of surgical delay. This report is 2 of 3 complaint (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.